Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer alleging possible insulin pump under delivery. The customer high blood glucose level was 287 mg/dl at the time of incident and current blood glucose is 357 mg/dl. The customer's other blood glucose was 399 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not provide details regarding symptoms of high blood glucose. Customer treated with insulin shot. The insulin pump will not be returned for analysis.